Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 404 mg/dl. Customer reported they had a huge crack in the back of her insulin pump. Customer reported they woke up yesterday morning with blood glucose of 404 mg/dl, and it was high all day. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.